Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain indications. Pt is needing MRI of lumbar spine. Caller reports pt's programmer will not communicate with ins. Caller reports a manufacturer representative happened to be on site today and was notified. Rep met with pt but after 45 mins of troubleshooting rep said the scs won't hold a charge and will "register/connect" for a moment but then the "battery drains". Caller noted pt had MRI of the thoracic spine 2 weeks ago and was told that MRI mode was activated for this scan. Caller added that prior to this MRI, pt had not used the therapy in quite some time. Caller is inquiring if they can proceed with MRI if MRI mode cannot be activated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported they need to put ins into MRI mode. Patient reported they tried for 2 hours to get charge on unit could not receive MRI. Issue not resolved.